Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect. Tandem technical support assisted customer in correcting the pump time and date, and customer resumed insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl; cause was not known. Customer consumed carbohydrates to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.